Event description:
As it was a short period after implantation and there were technical problems with speech processor there was no immediate clear evidence of an implant problem. Also, recipient is bi-modal and has a hearing aid on the contralateral side. During standard fitting abnormal in situ measurements were observed. There is no report of an accident or injury. Recipient was re-implanted. Implant housing was found slightly rocked at explantation.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Due to the short period after implantation and problems with speech processor there was no clear evidence of implant problem. Also, recipient is bi-modal and has a hearing aid on the contra-lateral side. During standard fitting abnormal in situ measurements were observed. There is no report of an accident or injury. Recipient may be re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
As it was a short period after implantation and there were technical problems with speech processor there was no immediate clear evidence of an implant problem. Also, recipient is bi-modal and has a hearing aid on the contralateral side. During standard fitting abnormal in situ measurements were observed. There is no report of an accident or injury. Recipient may be re-implanted.